Event description:
It was reported that this patient presented for a follow-up appointment. It was identified that this right ventricular (rv) lead dislodged. There was loss of capture (loc) at 7.5 volts at 2.0 milliseconds. There was also an abrupt decrease in pacing impedance measurements from 600 to 350 ohms. Intrinsic r-wave amplitudes were tested and amplitudes were tested many times via the device they were consistently between 10 - 12 mv. It was reported this patient has a complex medical history including a very dilated left ventricle and severe dysfunction with a last measured ejection fraction (ef) of 19%. The shock impedance was stable between 70 to 90 ohms. A communicator for remote monitoring was provided to the patient. The patient is scheduled to come in for a follow-up appointment for an echocardiogram and to assess their ef. In the interim the device was programmed to lv only with the smart delay feature programmed on.

Manufacturer narrative:
This report is being filed to include an update to the device model number.

Event description:
It was reported that this patient presented for a follow-up appointment. It was identified that this right ventricular (rv) lead dislodged. There was loss of capture (loc) at 7.5 volts at 2.0 milliseconds. There was also an abrupt decrease in pacing impedance measurements from 600 to 350 ohms. Intrinsic r-wave amplitudes were tested and amplitudes were tested many times via the device they were consistently between 10 - 12 mv. It was reported this patient has a complex medical history including a very dilated left ventricle and severe dysfunction with a last measured ejection fraction (ef) of 19%. The shock impedance was stable between 70 to 90 ohms. A communicator for remote monitoring was provided to the patient. The patient is scheduled to come in for a follow-up appointment for an echocardiogram and to assess their ef. In the interim the device was programmed to lv only with the smart delay feature programmed on. Additional information was received by the local field representative that indicated this patient was being monitored remotely with lv only programming. No intervention has been performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.